Manufacturer narrative:
The service engineer (se) inspected the device and calibrated the flow sensors and exhalation valve. The ventilator passed all testing per manufacturing specification and was placed back into clinical use. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that, while in use on a patient, a 980 ventilator generated a ¿ventilator inop¿ message, then went into back up vent ilation and generated a background diagnostic code. The patient was removed from the ventilator and placed on an alternate ventilator. The patient was not harmed or injured as a result of the reported event.